Event description:
It was reported that this pacemaker was exhibiting premature battery depletion, as the estimate remaining longevity dropped from 11 years remaining in august 2019 to 5 years remaining in january 2021. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was exhibiting premature battery depletion, as the estimate remaining longevity dropped from 11 years remaining in (B)(6) 2019 to 5 years remaining in (B)(6) 2021. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. Multiple attempts to obtain additional information were unsuccessful. Should additional follow-up information be received, a supplemental report will be issued.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.